Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for an out of range impedance measurement for the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead. The medical personnel noted that the impedance measurement had been fluctuating for over a month. The medical personnel also noted low p-wave amplitude and possible ra undersensing. Boston scientific technical services (ts) was consulted and discussed that the lead is 14 years old and to bring the patient in for further evaluation. A revision procedure was performed a few weeks later where the ra lead was surgically abandoned and replaced. The ICD was explanted and the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.